Event description:
It was reported that a spectrum iq infusion pump had an issue: downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'downstream occlusion' was not reproduced. Evaluation sent device for downstream occlusion test came back with passing results.a review of the event history log (ehl) revealed multiple events of 'downstream occlusion'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.